Event description:
During the advancement attempt of a coronary stent with delivery system toward the target lesion site in the pt's coronary artery, the stent embolized. The delivery system was withdrawn from the pt without complication and an add'l balloon catheter was used to successfully retrieve the embolized stent. A second coronary stent with delivery system was used to successfully place a stent at the pt's target lesion site. There were no clinical sequelae reported relative to the event.